Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units software upgrade would not complete.  First step of updating the power management board was done successfully and system is showing in checksum status massage (14e9). During the second step of updating the d.00 software  the programmed usb flash drive(d.00) was inserted and powered on the system in alternate power-up mode system. Software update was started but at the start of this one time monitor display, screen showed the one time maquet logo on screen and then display screen and touch screen went blank.  The green line was not displayed on touch screen. After a few minutes  system showed one green checkmark at upper side of monitor screen and lower side touch screen remained blank as no checkmark or red ¿x¿ mark appeared. System was powered off and usb flash removed.  When the system powered on again, it started giving continuous long audio beep within 1 or 2 seconds and monitor and touch screen went blank. This was repeated two to three times with intervals but status of the system remained the same. There was no harm or death reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). Event site postal code: (B)(6). The device is not repaired due to unknown reasons. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units software upgrade would not complete.  First step of updating the power management board was done successfully and system is showing in checksum status massage(14e9). During the second step of updating the d.00 software  the programmed usb flash drive(d.00) was inserted and powered on the system in alternate power-up mode system. Software update was started but at the start of this one time monitor display, screen showed the one time maquet logo on screen and then display screen and touch screen went blank.  The green line was not displayed on touch screen. After a few minutes  system showed one green checkmark at upper side of monitor screen and lower side touch screen remained blank as no checkmark or red ¿x¿ mark appeared. System was powered off and usb flash removed.  When the system powered on again, it started giving continuous long audio beep within 1 or 2 seconds and monitor and touch screen went blank. This was repeated two to three times with intervals but status of the system remained the same.